Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), (cause of event is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The anatomy was unremarkable. The bifurcated stent graft was implanted on the right side. It was reported that there was a proximal type 1 endoleak and a type IV endoleak after the stent grafts were implanted. An aneurx cuff was implanted proximally and successfully resolved the endoleak. The type IV endoleak was a strong blush type at the hip area of the bifurcated stent graft. The decision was made by the physician to monitor the patient. No additional clinical sequelae were reported. The patient is fine.